Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: lumbar anterior diskectomy for removal of large, central disk herniation causing nerve compression at l5-s1. Anterior lumbar interbody fusion, l5-s1. Use of intervertebral device, l5-s1 using anterior lumbar plate. Preparation of rh-bmp2/acs for anterior lumbar fusion l5-s1.; for a pre-op diagnosis of: low back pain, lumbar intervertebral disk degeneration l5-s1. Lumbar herniated nucleus pulposus, central l5-s1. Per-op notes: center of disc was identified fluoroscopically and block discectomy was performed at l5-s1. 18mm high, large peek interbody implant was selected, packed with 4 rhbmp2/acs sponges; cage was tapped into place under fluoroscopic guidance. Morsellized bone allograft was placed around lateral sides of the cage. Then a large plate was placed using screws at top and bottom holes, achieving stable fixation to l5-s1. Final fluoroscopic view of spine showed excellent position of l5-s1 interbody fusion. No complications were reported during the procedure. On (B)(6) 2006, patient underwent lumbar laminectomy with medial facetectomy with foraminotomy left l5, left s1; for a pre-op diagnosis of lumbar spinal stenosis left l5, left s1. On (B)(6) 2007, patient underwent left ulnar neurolysis for a pre-op diagnosis of left ulnar nerve entrapment and elbow. No complications were reported during the procedure. On (B)(6) 2007, patient underwent c3-7 decompressive laminectomy for a pre-op diagnosis of cervical spinal stenosis. No complications were reported during the procedure.